Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
Patient's mother reported that her daughter's blood glucose (bg) levels were higher than usual, reaching >27.8 mmol/l (>500 mg/dl) while wearing the pod between 24 and 36 hours on the arm. She monitored the patient's bg levels for several hours and continued to get high results. The patient's bg levels were reportedly high all day and the mother didn't know why. Not knowing what was causing the elevated bg levels, patient was taken to the hospital for further evaluation. Patient's pod was removed at the hospital; the mother did not recall noticing anything unusual with the cannula or the pod itself. At the hospital, the patient was given intravenous (IV) fluid along with the continued administration of insulin. The patient was said to have been showing early signs of ketoacidosis (dka). A health care professional (hcp) at the hospital adjusted the patient's pdm settings (which were programmed only 4 days prior, when the pdm was first set up). No further medical treatment was provided to the patient. To counteract elevated bg levels in the future, the patient's mother was advised to give her daughter manual injections of insulin.